Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that the greenfield filter was placed in 2001 due to the patient had a history of deep vein thrombosis after trauma he encountered. On (B)(6) 2004 the patient was examined for lower extremity edema. The patient received an ultrasound and revealed bilateral deep vein thrombosis, extensive on the left side and actually extending into the ivc in the lower abdomen. The upper ivc is clear of clot. There is thrombus in the right lower extremity, predominantly in the distal superficial, femoral and popliteal veins and a few of the calf veins.